Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the pvl and reported stenosis is unknown. However the central aortic insufficiency (cai) was created by the multiple bav dilations performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As notified through implant patient registry (ipr), two months post transfemoral implant of a 26mm sapien xt, a 23mm sapien 3 valve was placed. A second valve was required as the patient had a ¿failed bioprosthetic aortic valve with severe aortic regurgitation and some aortic stenosis as well. The patient has new york heart association class ii-iii symptoms of heart failure. This is chronic systolic heart failure.¿ transesophageal echocardiogram images were reviewed, demonstrating severe paravalvular aortic regurgitation. A 26mm non-edwards bav was advanced under fluoroscopic guidance to the level of the bioprosthetic aortic valve. Balloon aortic valvuloplasty was performed with rapid pacing at 180 beats per minute. This improved the paravalvular aortic insufficiency significantly with a tiny amount of central aortic insufficiency, which was likely caused by the wire, and also a mild to moderate amount of paravalvular aortic insufficiency. At this point, the protective wire in the paravalvular space was removed and the non-edward¿s bav was used to inflate the bioprosthetic valve one more time. This was done with rapid pacing. This time, the paravalvular aortic insufficiency was essentially resolved, but there was now mild to moderate central aortic insufficiency. This was monitored for about 10 minutes with no improvement even without a wire in place. The decision was made to proceed with a valve-in-valve transcatheter aortic valve replacement. A 26 mm sapien 3 bioprosthetic transcatheter heart valve was prepped outside the body, orientation checked, and then introduced into the aorta where it was aligned with the balloon per the manufacturer's recommendation. It was advanced across the aortic arch to the previously placed bioprosthetic aortic valve. Using rapid pacing and aortography, the sapien 3 valve was deployed with balloon inflation successfully. The catheter was removed over a wire into the descending aorta. Transesophageal echocardiogram demonstrated an excellent result with no residual aortic insufficiency and no significant stenosis. The wire was removed over an angled pigtail catheter which was used to enter the ventricle and measure pressures. It was then removed over a wire.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As notified through implant patient registry (ipr), two months post transfemoral implant of a 26mm sapien xt, a 23mm sapien 3 valve was placed. The reason for the second valve placement is unknown, as no additional information has been provided at this time.